Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm. Customer's blood glucose value was unknown. Customer confirmed that pump was not exposed to any magnet field. Customer confirmed that insulin pump was not dropped. Customer confirmed that drive support cap was intact. The device will not be returned for analysis.